Event description:
The medication infusion pump repeatedly alarmed for check clutch, etc. Faulty medication infusion pump affected (B) (6) blood pressure and had to go up and down on drips. After medication infusion pump changed, there was less fluctuation in blood pressures. The drip running on the medication infusion pump was vasopressin, and this was a post extracorporeal membrane oxygenation (ECMO) patient. There needs to be more quality control over these medication infusion pumps. Very frustrating and could be extremely dangerous.

Event description:
The medication infusion pump repeatedly alarmed for check clutch, etc. Faulty medication infusion pump affected infant's blood pressure and had to go up and down on drips. After medication infusion pump changed, there was less fluctuation in blood pressures. The drip running on the medication infusion pump was vasopressin, and this was a post extracorporeal membrane oxygenation (ECMO) patient. There needs to be more quality control over these medication infusion pumps. Very frustrating and could be extremely dangerous.